Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-aug-30 reported the cause of the multiple motor stalls and recoveries was not determined. The patient denied any electromagnetic imaging (emi). It was noted that the pump will be replaced on (B)(6) 2017, and will be returned for analysis. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 700 0mcg/ml for a total dose of 4335.5mcg/day, bupivacaine 11.8mg/ml for a total dose of 7.3mg/day, and unknown morphine 13mg/ml for a total flex dose of 8.502mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation, and the patient did not recently have a magnetic resonance imaging (MRI). A motor stall was confirmed via the event logs today ((B)(6) 2017) at 0646 with a recovery at 0703, a motor stall at 0713 with a recovery at 0812, and another motor stall at 0940 with a recovery at 1130. It was noted that (B)(6) 2017 was the only date confirmed for the event logs because the healthcare professional (hcp) had done a reservoir volume discrepancy check, which was fine (what it should be) and changed the patient's dosing. The patient said this issue had been occurring for 12 days. The patient has not had withdrawal symptoms because the stall were recovering in a short period of time per caller. The hcp was scheduling a pump replacement for thursday ((B)(6) 2017). It was later reported that the patient stated they have not done anything differently in the last 12 days (sleeping, changing clothes, etc.), so electromagnetic imaging (emi) was ruled out as a cause of the motor stalls. No symptoms were reported. Event date was noted as (B)(6) 2017 (for 12 days). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified the internal pump tube was binding. Analysis determined that there was an occlusion in the catheter access port (cap) which was consistent with dried drug, blood, or foreign material. Analysis also found a motor/feedthru anomaly and shorting across the insulator. Analysis of the pumphead also identified a deformed pump tube and hole in the internal pump tube/mechanical wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on (B)(6) 2017 reported the device was returned today ((B)(6) 2017), and tracking information was provided. No further complications were reported/anticipated.